Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent posterolateral fusion at l4-s1 using 8cc rhbmp-2/acs due to spondylolisthesis and stenosis. 4 months post-operatively the patient presented with moderate chronic demyelinating inflammatry polyneuropathy. No additional complications were reported.